Event description:
The device was received with information. There was no reported pt consequence.

Manufacturer narrative:
(B)(4). Other = batch number. Damaged knife and breakaway washer cut off center.